Event description:
A facility reported negative value and error message of a cerelink icp monitor (ID 826820). Medical staff changed the monitor (used on battery not with power cable) and it works again. Patient was not monitored during 6 hours. No additional information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - product with serial number clk2210501 was returned to an integra service center, and technicians there determined that the reported incident could not be duplicated. Root cause - although the issue could not be replicated, this failure is being investigated under a corrective and preventive action (CAPA) to determine root cause. The root cause investigation will be captured and communicated under that action. The complaint could not be verified through failure analysis.

Event description:
N/a